Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A consumer reported that the patient has experienced a loss of stim. The caller mentioned that the patient fell a few times. The patient was unable to feel anything even after increasing the stim. During troubleshooting the patient tried different groups and stated that they feel a little stim in their elbows with group a but nothing on group e. It was noted that the patient had adaptive stim but it didn¿t work for them. The patient was directed to follow up with their health care provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-11-16. It was reported the patient was not feeling stimulation, even though they see the stimulation is on and that this started a couple 3 weeks ago (B)(6) 2017. The patient synced the ins and they could see stimulation was on at 10.50 v and the patient did not feel stimulation. The patient stated that they had a fall a month or so ago, but then said that they have had a few falls and it could have started maybe 3 or 4 months ago but it was working after the falls. She stopped feeling stimulation a couple 3 weeks ago. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.